Event description:
Revision surgery due to instability / dislocation.

Manufacturer narrative:
The agent reported, instability dislocation. Female 60 yrs. Complaint has been evaluated and is similar to report number 1644408-2022-00706; 508-32-103, s803 - dislocation, revision surgery. Surgery if additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.